Event description:
It was reported that the customer questioned the performance efficiency of an oxygenator with regards to gas exchange transfer. The circuit arterial po2 was 68 mmhg. The device had been in use for approximately two days when a drop in efficiency was noted. Another device was added to the circuit in parallel with an arterial po2 of 273 mmhg. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. Based on our investigation, the reported event was caused by use that was beyond the usage described in our labeling and approved intended use. The customer used the product outside the indications for the product (see IFU/1.0/g-152/version 03/2013-09, article# 70105.1053; chapter 2 indications: the application duration is limited to 6 hours).